Event description:
Pt was undergoing a sleep apnea study. The skin around the nose and mask area was discolored and was peeling. The healthcare professional believes the pt reaction is related to the gel mask and cidex that is used to clean the devices.